Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient turned off his stimulation on (B)(6) 2014 and then the next day was not able to turn it back on. It was noted that the patient programmer was not able to communicate. It was further reported that the patient still had concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014. It was noted that the ¿device quit working.¿ additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be sumitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the device quit working because the stimulator was discharged, the patient just needed to recharge. The patient was pleased with their current system.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# j0206696v, product type: lead. Product ID: 3487a, lot# j0206696v, product type: lead. Product ID: 7495lz25, serial# (B)(4), product type: extension. Product ID: 7495lz25, serial# (B)(4), product type: extension. Product ID: 7435, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported, the patient needed a neck and knee MRI so their device was replaced with an MRI compatible device. It was noted there was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial (B)(4), found the device to be functionally okay with insignificant anomalies. Analysis of the lead ,lot j0206696v, found the #0, #2 and #3 conductors were broken. On one lead, circuit #0, #2, #3 were open and circuit #1 was 93.7 ohms. There were no shorts between the circuits. Two conductors were broken 22.5 cm from the distal end, one conductor was broken 21.7 cm from the distal end, one conductor was broken 20.8 cm from the distal end, and one conductor was broken 21 cm from the distal end. On the other lead, same lot number, #0, #1 and #3 conductors were broken. Circuit #0, #1, #3 were open and circuit #2 was 87.8 ohms. There were no shorts between the circuits. One conductor was broken 7.9 cm from the proximal end, one conductor was broken 7.6 cm from the proximal end, and one conductor was broken 8 cm from the proximal end. The lead, lot j0206696v, connected to extension, serial (B)(4), gave results of circuit #0, #1, and #3 open with circuit #2 at 89.7 ohms. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.